Manufacturer narrative:
The service evaluation found to have a no image malfunction attributed to a defective cable unit. The customer¿s reported ¿image was dark¿ was not confirmed. Additionally. The charged coupled device (ccd) unit is stuck to the coupler, the water cap is leaking from a broken cap. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) field engineer was informed that the customer camera head¿s ¿image was dark but the doctor has completed the surgery by same machine¿. The camera was returned to olympus for repair and upon evaluation, the camera was found to have a no image malfunction attributed to a defective cable unit. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective cable unit may have been caused by deterioration due to flooding from the cap. However, the definitive roots cause of the defective cable unit and the charge coupled device unit issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the customer's reported event.

Event description:
The customer's reported problem "image was dark" was found during preparation for use of a therapeutic laparoscopic cholecystectomy. As a result, there was a 20 minute and the reporter confirmed there was no adverse outcome.